Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/12/2015 with the following findings: no pump reboot events were observed in the pump's black box. The battery cap was able to tighten securely onto the pump and was able to maintain an electrical connection. There was no damage to the battery compartment or cap. A 24 hour duration test was completed without any reboots.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an intermittent power issue with the pump. The reporter stated that the battery compartment and the battery cap couldn't tighten. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.